Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device's tachycardia mode was programmed off and bradycardia pacing was changed from ddd mode to vvi mode at 7.5v/1.0ms.